Event description:
It was reported that the surgeon found that the shunt was leaking.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies.